Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2109691) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a 55-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient experienced arthralgia ("multiple joint pain"), inflammatory pain ("inflammatory pain"), tendonitis ("chronic tendinitis"), depression ("depression") and disturbance in attention ("difficulty concentrating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, arthralgia, inflammatory pain, tendonitis, weight increased, depression and disturbance in attention outcome was unknown. The reporter considered arthralgia, depression, disturbance in attention, inflammatory pain, medical device removal, tendonitis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 110 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of product technical complaint (ptc) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient experienced arthralgia ("multiple joint pain"), inflammatory pain ("inflammatory pain"), tendonitis ("chronic tendinitis"), depression ("depression") and disturbance in attention ("difficulty concentrating") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, arthralgia, inflammatory pain, tendonitis, weight increased, depression and disturbance in attention outcome was unknown. The reporter considered arthralgia, depression, disturbance in attention, inflammatory pain, medical device removal, tendonitis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.